Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Customer service states the provider states the seat upholstery is torn from use.